Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported cuff miss was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent treatment appears to be related to circumstances of the procedure. There is no product quality issue identified with this device based on the information reviewed at this time.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Attachment: sus voluntary event report mw#5084324 .

Event description:
Sus voluntary event report mw#5084324 was received stating: "perclose/proglide devices did not deploy stitch. No injury to patient." Subsequently, the hospital reporter was contacted and additional information was received: it was reported that a puncture closure of an unspecified vessel was attempted using a proglide device. Reportedly, the sutures of the proglide device did not deploy. A second proglide device was used without incident to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.